Event description:
On 6/12/98, datascope received the mandatory medwatch form from the user facility and the following info was reported: the intra aortic balloon ruptured and the intra aortic balloon pump was turned off. The dr was unable to remove the intra aortic balloon. The intra aortic balloon was surgically removed. Datascope was informed by the contact at the facility it is the policy of the facility not to return the intra aortic balloon for evaluation. (Event complications: the intra aortic balloon was entrapped/surgically removed - reported 6/12/98.) (Pt's current status: unk - reported 6/12/98).